Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No unexpected numbers ramping/scrolling on their own noted. Pump received with cracked case at display window corner, battery tube threads, minor scratched and cracked display window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive and numbers were scrolling on the display. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 111 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.